Event description:
Three nursing assistants had been transferring resident from her bed to her recliner chair at 9:50 a.m. While the resident was suspended at bed height, the hoyer hook broke. Resident fell to the floor. Resident landed supine. Had open area on back of head; had pain in shoulder and right hip. Resident was transferred to hospital by ambulance at 10:20 a.m. Resident esamined and returned to nursing home at 4:15 p.m. No fracture noted. Resident had multiple contusions and two scalp lacerations with a large hematoma on the back of head. The hoyer hook was held in place by a rivot which had broken. The device was removed from service until the hook could be replaced with one that is heald in place by a sturdy nut and washer. Similar hooks were replaced on other hoyer lifts in the facilitydevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-nov-91. Service provided by: invalid data. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed, visual examination. Results of evaluation: component failure, none or unknown, none or unknown, component failure. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service, device temporarily removed from service. The device was not destroyed/disposed of.